Event description:
It was reported that the customer's blood glucose (bg) was 353 mg/dl, and ketone level was moderate; cause was not known. Customer delivered a bolus via the pump to address bg, and customer went to the emergency room (ER). Customer was treated with saline and potassium. Bg and ketones were resolved. Customer was released from the ER the same day. Technical support assisted customer with performing a pump system check. No issues were identified with the cartridge, insulin, infusion set tubing or cannula. Pump was found to be functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.